Event description:
The patient is 55 years old, male. He underwent coronary angiography due to chest pain. There were two stents (1 at rca and 1 at lad) mentioned in the angiography report. However, only one stent reported for this case. Pci was approached via radial access and implanted with a bfr1-3024 stent on (B)(6) 2023. Pre-dilatation presumably done. After drug treatment, the patient health was improved and discharged. After discharge, the patient regularly took aspirin enteric-coated tablets, ticagrelor, atorvastatin calcium, spironolactone, furosemide and other coronary artery disease drugs for treatment. Intermittent chest tightness and shortness of breath after activity was complained. On (B)(6) 2023, the patient experienced chest pain, which was less severe than the previous episode, but the pain was of the same nature as before. Re-examination of coronary angiography on (B)(6) 2023 revealed bfr1-3024 stent shadow was visible. Post-dilation was performed at previously implanted bfr1-3024 stent. Procedure ends.

Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. It is a stent thrombosis event. The reported stent thrombosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.